Event description:
From operative note on (B)(6) 2024 "we took an ap film and craniocaudal tilt confirmed appropriate docking of the cannula assembly onto the spinous process at l4 and l5 levels, the driver and the inserter were used to slowly deployed the interspinous spacer implant in lateral fluoroscopy with the turning motion of the driver. After the device was deployed about 50% there was resistance encountered and the device was found to be disconnected from the cannula assembly. I was not able to re-engage the device with cannula assembly and decision was made to abort the procedure and the device was explanted with the help of a rongeur utilizing multiple ap and lateral fluoroscopy views. Fluoroscopy confirmed no metal implant left in the patient's body." Office follow up on (B)(6) 2024 provider noted "his lumbar spacer did not deploy due to tight interspinous space, and possibly device malfunction."